Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on how to reset it in the future. The malfunction did not recur after the reset, and the customer was able to continue using the pump. The customer was advised to call back if the issue reappeared and confirmed understanding of these instructions.